Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had leak on the reservoir. The customer's blood glucose value was 235 mg/dl. Customer changed the infusion set and even the drops came out although customer accidentally dropped the pump leading to leak. The devices will not be returned for analysis.